Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient injuries reported.

Manufacturer narrative:
D2b: pro code: dqy, lit. G4: premarket / 510(k): k111295, k162350.